Event description:
There is an excess of lint in this pack. End user filed complaint after a patient came back to have lint removed from their incision. Further conversation with the customer revealed that the surgeon saw the patient the next day during routine post-op exam. The patient was returned to the or due to eye irritation. The surgeon suspects the lint was the cause of irritation.